Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. The case was completed with another device. There was no medical intervention and no procedural delay. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with the asic motor controller, which was replaced along with other components.